Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie was not reading properly. Cubie was loaded with medication but unable to eject. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer found that half-height drawer 4.1 had multiple pockets not detected on the bus, inspected the unit, and reseated the row board cable on the drawer controller board; the customer tested the station and confirmed satisfactory operation. The system functioned as intended a field service engineer repaired the device.